Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, caller chose to resume pump use independently, and was advised to continue using pump and call back if malfunction returned.